Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2015 captures the reportable event of unspecified tissue injury. Patient code e0306 captures the reportable event of sepsis. Impact code f0801captures the reportable event of intensive care. Impact code f2303 captures the reportable event of medication required. Block h11: investigation results. The product was not returned for analysis; therefore, technical analysis could not be performed. Additionally, complaint event could not be confirmed since there is no known device problem reported and the patient/impact codes reported are conditions that could not be tested, analyzed or replicated on the product analysis laboratory. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The IFU contains detailed device information and instructions for the device use. Device history record (DHR) review was completed, and it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of tissue damage, fever and sepsis were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the available information, the reported events are anticipated in the risk documentation. The instruction for use mentions tissue damage, inflammation, and edema and infection as potential complications that may be associated with the use of the device. Therefore, the most probable cause classification is known inherent risk of device which indicates that the reported adverse event is known and documented in the labeling. Literature source: ahmed assem, ahmed abdalla, mohamed elzoheiry, islam nasser abd elaziz, hesham amr, heba bakr, ahmed m rammah. Supracostal ultrasound guided approach percutaneous nephrolithotomy (suga-pnl) versus retrograde intrarenal surgery for large volume isolated upper calyceal stones: a prospective randomized analysis, urolithiasis (2024) 52:154. Https://doi.org/10.1007/s00240-024-01637-5.

Event description:
It was reported to boston scientific via an article published in urolithiasis on the supracostal ultrasound guided approach percutaneous nephrolithotomy (suga-pnl) versus retrograde intrarenal surgery for large volume isolated upper calyceal stones: prospective randomized analysis. The study evaluated 89 patients, comparing group p (suga-pnl) and group r (rirs). While both groups had similar preoperative demographics and stone characteristics. Significant differences were noted in total operative time, hemoglobin level changes, and postoperative pain scores. Additionally, overall intraoperative and postoperative complication rates were comparable between the two groups. One group experience no visceral or thoracic injuries despite the supracostal approach while on the other group six patients experienced various grades of ureteral injury during the placement of the access sheath.